Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. The test p-cap locks properly into the reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, internal battery, keypad flex tail, battery tube and vibrator. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case behind the pump at the battery compartment, and cracked battery tube threads. Cosmetic damage was confirmed at the case behind the pump at the battery compartment and battery tube threads. Flashing medtronic logo was observed during analysis due to moisture damage on the electronic assembly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced the battery compartment of the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the device was returned.